Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was admitted to the emergency room with overdose-type symptoms and given a narcan drip. It was noted that the patient had hypotension. It was stated that the patient was also on oral pain medication, so they were not sure if that might have been the cause. The hcp wanted to read the pump, but was unfamiliar with the programmer. The patient was noted to be hospitalized. The event date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.